Manufacturer narrative:
The wear on the rod is consistent with that which would be seen with loose set screws. Two of the four set screws exhibited damage/wear to the side of the set screw that contacts the rod which is consistent with what is seen in a case where the rod was not properly seated in the screw. It is possible that the set screws appeared to be properly seated when they in fact, were not, and therefore loosened when the pt became ambulatory. The calibration of torque handle used in the case was evaluated and found to be within specification. The material certifications for the rods and screws were reviewed and all chemical and mechanical properties were within specification.

Event description:
Denali construct came loose seven days post-operatively. Two set screws backed out completely. The explanted set screws and rods, as well as the torque handle were returned for eval.